Event description:
The hcp reported that the pump was explanted after an implant duration of 46 months due to "battery depletion - expected eol". The report indicated that there "was nothing unusual about this replacement". He was unaware of any symptoms related to the pump status. A new pump was implanted. Pt postoperative status was not reported.